Event description:
On (B)(6) 2011, the patient reported, he does not believe the up/down buttons always respond correctly when he attempts to bolus. He stated this has occurred a couple of times and he cannot recall when. The buttons worked correctly at the time of the report. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.